Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction was required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate testing during preventive maintenance in the biomedical service department. The pump was set at 50ml/hour and ran at 44.5ml/hour. There was no patient involvement. No additional information is available.